Event description:
The physician stated that the type I endoleak was caused by the approximately 7cm proximal migration of the stent graft as the original infrarenal neck had dilated to a diameter of 32mm from the original diameter of approximately 28mm. The reduced flow in the limb was created by the 90 degree angle of the proximal segment of the graft at its bifurcation narrowing the lumen.

Event description:
A talent stent graft system was implanted for the endovascular treatment of an abdominal aortic aneurysm. Aneurysm and vessel morphology at the time of implant is unknown. Currently, the proximal aortic neck is 32 mm in diameter and 12-14 mm in length. The proximal aortic neck has 20 degrees of angulation. The aneurysm is 6.5 cm in diameter. It was reported that the patient was in for a routine follow up and it was noted that the talent bifurcated stent graft migrated approximately 7 cm from the renal arteries and folded approximately 90 degrees at the grafts bifurcation. A long 32x70 tube was placed to extend back to the remaining proximal neck and a 36mm cuff was then placed inside to provide seal in the now expanded remaining neck. A bare metal balloon expandable stent was placed in the left limb at the level of the graft bifurcation to improve the flow down the left leg as this area was compressed. No additional clinical sequelae were reported and the patient is fine.

Manufacturer narrative:
(B)(4).